Event description:
After implanting the lens, the surgeon noticed that the shape of the leading haptic was not correct. He slightly enlarged the incision to remove and replace the lens. No health damage occurred on this pt.